Event description:
It was reported that this insertable cardiac monitor (icm) device was no longer implanted. The healthcare provider (hcp) reported the patient felt a pop and the icm device was coming out of their chest. Subsequently the patient went to the emergency department (ed) and the icm device was completely explanted. Months later another icm device was implanted successfully. Device is not expected to be returned. No additional adverse patient effects were reported.